Event description:
Caller states neonate patient received the following inform system/lab results within 10 minutes: 42 mg/dl/24 mg/dl, 53 mg/dl/38 mg/dl. The comparisons were performed approximately 1.5 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reported inform glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, lab result of 85 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.